Manufacturer narrative:
A ge oec service representative investigated the issue and it appears the issue was monitor related, in which case, the monitor would be replaced. Updated service information will be provided if it differs substantially from this initial report. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.

Event description:
The ge oec 6800 fluoroscopy system would not boot up. Possible monitor failure.